Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. It was determined to conservatively report this event although the information reported was limited. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient ) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced severe pain from the tube placement. The patient tried to pull the tube out and had an injury by the tube bumper. The tube remained in the patient. The nurse educator did not know if the injury was caused by the fixation plate and if it was the stoma site. The patient was hospitalized, was placed on a ventilator and in an induced coma. During the hospital stay, the patient was diagnosed with a pleural effusion.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the peg-j tube was placed. On (B)(6) 2018, the patient was seen for a post operative visit after complaining of abdominal pain for 1-2 days. The patient had stoma drainage and was referred to the emergency room. A computed tomography (CT) scan of the abdomen showed a large pneumoperitoneum. On (B)(6) 2018, an exploratory laparotomy was performed and the peg-j tube was removed. Intravenous antibiotics zosyn were given while in the hospital and the patient was discharged on levaquin and flagyl. While in the hospital, a g tube was placed, and the j tube was placed by interventional radiology. There was no documentation that the patient had a pleural effusion. On (B)(6) 2018, an x-ray showed the lungs were clear. The health care professional reporter did not feel the peg-j tubing caused the pneumoperitoneum, but felt that the tubing being removed, exposed bacteria to the intra-abdominal cavity. On (B)(6) 2018, the patient was discharged from the hospital.